Event description:
It was reported the pt had been experiencing a sharp stabbing sensation in her sternum area while the stimulation is in use. Pt's pain pattern is low back and right leg. Reprogramming did not resolve the issue. The pt has been referred for a system x-ray. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.